Manufacturer narrative:
Correction: should be serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented a day after procedure with a right atrial lead that had dropped. It was noticed in the electrograms and confirmed via x-ray. The lead was explanted and replaced. The patient was stable.